Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device related records were reviewed and no complaint related issues were found. Placeholder.

Event description:
A report from (B)(4) reports an event in (B)(6) as follows: surgery was performed on (B)(6) 2013, using a locking compression plate (lcp) for a distal femur (df) plus cb (unable to verify abbreviation) for a femoral diaphyseal fracture. The patient started rehabilitation of partial-load but experienced pain. The surgeon took x-rays and confirmed the breakage of the plate. Revision surgery was performed on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).